Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 codes: health effect - clinical code problem code: e0750 ventilator dependent code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available. This is 1 of 2 reports of medical intervention that occurred. Please see the related record (B)(4).

Event description:
It was reported that the patient experienced an unknown malfunction which occurred on an unspecified day after the wearable insertion (location not specified). Date of event is an approximation. On (B)(6) 2025, it was reported that the patient was hospitalized with diabetic ketoacidosis (dka). It was further stated that the patient was on life support for 10 days and they ¿almost did not bring her back to life¿. There was no documentation of what the continuous glucose monitoring (cgm) device was displaying during this event, but the reporter stated the sensor had ¿an issue¿. No further event details were provided, as the patient was experiencing an active hyperglycemic episode while on the call with dexcom technical support (captured in a separate report due to inaccuracy). The patient was on her way to the emergency room (ER) for her active hyperglycemic event at the end of her call with technical support. Attempts to reach back out to the patient/reporter for an update and further event details were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.